Event description:
The rx voyager was returned for analysis, and it was noted that the chipboard box was marked with the part/lot # 1011394-15/1051661, but the device that was in the box was part/lot # 1011392-12/1051861. It was confirmed with the account manager that the correct part was returned from the account. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device confirmed a mislabeling discrepancy/product mix-up.